Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer cardiac plug was selected for implant for a left atrial appendage occlusion combined with radiofrequency ablation. After the end of radiofrequency ablation, left atrial appendage occlusion was performed. Intraoperative angiography measured the anchor area of 22mm, the opening of 25mm, and 24mm . The 24mm amplatzer cardiac plug was advance in the patient. One half recovery was performed during the procedure, and the second attempt to implant, the occluder was released. No pericardial effusion was found after the procedure. The pericardial effusion led to cardiac tamponade. The patient was found to have pericardial effusion after follow-up examination. The patient was sent to open heart surgery. At some point the patient passed away after resuscitation efforts. The cause of death was unknown.

Event description:
N/a.

Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade and patient death was reported. There are multiple risk factors for pericardial effusion, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the plug puncturing the laa. Information from the field indicated that there was one half recovery performed during the procedure indicating that the device was partially retracted during the procedure. Reportedly, during the second attempt to implant the plug was released successfully and implanted. The procedure was successfully completed and there was no pericardial effusion identified after the procedure. Post procedure, during routine examination, the patient was identified to have pericardial effusion which led to cardiac tamponade. The physician attempted to treat pericardial effusion through open heart surgery however this attempt was unsuccessful. At some point the patient passed away after resuscitation efforts. Abbott requested additional information for patient's act level but this was not provided by the field. Field also indicated that it was thought that the tension between the lobe of occluder and the occluder disc was too large, which led to the delayed pericardial effusion. The cause of death was not confirmed by field. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.